Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are as follows: part # 75444540, lot # h10j3879; part # 75444540, lot # h10f1837; part # 75445045, lot # h08b0620; manufacture date for lot h10j3879 is 11/06/2010; manufacture date for lot h10f1837 is 11/06/2010; manufacture date for lot h08b0620 is 02/19/2008. The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for these lots did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
All screws have been returned contrary to the event description of the revision surgery. The crowns of the mas are showing impactions due to tightening with a rod. For mas reference (B)(4) and one mas reference (B)(4), the deformations are symmetrical which is consistent with the proper tightening of the rod. For mas reference (B)(4) and one mas reference (B)(4), the deformations are asymmetrical which is consistent with the transmission of flexural loads through the connection. The setscrews show marks which are consistent with the tightening of the rod. Each rod presents two marks coming from the setscrews no defect was found on the returned implants. The vertebral fracture of one implanted vertebra may explain the transmission of flexural loads through the connection creating asymmetrical deformation of the mas crowns.

Event description:
It was reported that the patient underwent a spinal fusion surgery using posterior fixation to treat fracture of thoracic vertebra related to advanced osteoporosis. Implantation was performed from the dorsal and the ventral side simultaneously. Forty-four days post-op, the patient complained about strong pain in the dorsal region of the implant site. The dorsal implant site showed swelling and signs of acute inflammation. The patient presented to the implanting hospital. X-rays revealed fracture of one of the vertebra to which the screws had been fixed. The fractured vertebra compressed the spinal cord causing acute pain. The implanting surgeon proposed re-operation to fix the broken vertebrae with additional fixation units. The patient was re-operated on, the original implant was removed, except for one screw which could not be removed with a dorsal approach. The vertebrae were stabilized with a different implant system. The patient is improving and is in rehabilitation.